Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient's blood glucose levels reached 16.7 mmol/l (300 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The adhesive pad failed, causing the cannula to dislodge from the infusion site. After removing the pod, blood was observed on the adhesive pad and cannula.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. No issues that would indicate the cannula was not properly inserted. No issues were found that would indicate the pod was not delivering insulin. Blood was observed on the adhesive pad, however no damage or abnormalities were observed that may have contributed to bleeding or bruising at the insertion site.